Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found sharp lumps on 3 of the 9 samples. This occurred during the dipping operation of manufacturing. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter contained a sharp burr and could not be used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter contained a sharp burr and could not be used.